Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl. No bg meter comparison was taken at this time. The patient was experiencing weakness, diaphoresis, and dehydration. The patient went to the emergency room (ER). Once at the ER, the patients bg meter reading was 238 mg/dl. The patient was treated with two liters of fluid and was discharged home after approximately 3-4 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The patient was ¿feeling better¿ at the time of report. No additional patient or event information is available.